Manufacturer narrative:
All of the buttons functioned properly. However, corrosion was found on the keypad traces. No button error alarm noted during testing. The device had cracked battery tube thread, cracked reservoir tube lip, cracked reservoir tube, cracked case near display window corners, cracked on display window, and stained end cap sticker noted. (B)(4).

Event description:
Customer reported via phone call, the insulin pump had alarmed button error. All of the keys are locked and she can't bolus. Customer's blood glucose was unknown. Customer didn't recall any significant event which may have caused the device to alarm. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for analysis.